Manufacturer narrative:
The suspect device is expected to return for evaluation. A lot number has been provided and a review of the manufacturing history record is in progress. A follow-up report will be submitted once the evaluation is complete.

Event description:
The account alleges that during a percutaneous vascular access attempt for a 70yo male patient diagnosed with venous thrombosis (cvt), the primary access wire was unable to be retrieved from the patient's left femoral artery by the physician assistant [pa]. Direct pressure was held at the femoral access site awaiting the attending physician's arrival for assistance. The physician was involved in another procedure at the time. When the physician arrived, secondary access was successfully acquired, via a new micropuncture access wire. A sheath was placed in the patient's right femoral artery in order to acquire multiple angiographic views [x4] of the patient's left femoral arterial system. The physician attempted to remove the entrapped primary access wire but only part of the access wire was successfully retrieved from the patient. The medical staff made the decision to complete the ablation procedure with the foreign body still entrapped within the left femoral artery.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.